Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was brought into clinic for lv lead analysis and ra lead replacement procedure. The device exhibited low pacing lead impedance and during the procedure, blood was observed inside the lv port of the device header. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported field event of low pacing lead impedance was not confirmed in the laboratory as the daily pli trend data had been overwritten and the weekly trend data did not contain the reported values. Visual inspection confirmed the reported field event of body fluid around the lead bore tips, connector blocks, and under the septa. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the impedance anomaly could not be determined.